Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. The customer was able to clear the malfunction alarm. The customer was advised by tandem technical support to revert to backup therapy. However, it was indicated that the customer would continue to use the pump until the replacement arrives.